Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device finds saw blade excursion on the lateral aspect of the trial consistent with saw blades coming in contact with the device. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trial cracked.